Event description:
Surgeon placed trial lead during surgery to right lumbar 5-sacral 1 area, surgeon was unable to remove inner wire due to outer sheath being kinked. Surgeon removed inner wire and outer sheath of trial lead and replaced it with a brand new one. No adverse effects to patient at this time per surgeon. Manufacturer representative aware.